Event description:
It was reported that the patient experienced a shocking or jolting sensation while sitting down and then while driving. The device amplitude was set at 8.0, as the patient felt this gave her the better relief. The patient stated the device was working fine and she was receiving urgency relief. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information showed, the patient received assistance from their hcp and their concerns were resolved.

Manufacturer narrative:
Programmer: model 3037, serial #(B)(4). Lead: model 3093-28, serial #(B)(4), implanted: 2011 (B)(6), explanted.